Event description:
The customer notified maquet that during a case, while the surgical staff was positioning the light, the cupola detached from the rest of the spring arm. The staff maintained control of the cupola and was able to prevent it from striking the pt. The pt was not injured. (B)(4).